Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. Power on reset events, battery alarms and observed in black box. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. During investigation, due to internal moisture damage post delivery motor power supply faults. Alarm was received on each "rewind" attempt. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on motor boost regulator circuit. Unrelated to the complaint, pump powers with test battery cap to a dim discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a damage - power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.